Manufacturer narrative:
The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that a communication failure and shutdown occurred when the force sensor wire became pinched. The system was rebooted. Surgery was succesfully completed.

Manufacturer narrative:
It was reported that during a surgery a communication failure and shutdown occurred when the force sensor communication wire became pinched in a joint of the robot arm. Root cause was identified as a user error: user did not place force sensor cable correctly in order to avoid it to be pinched in the robot arm joint, despite the multiple warnings made by a zimmer biomet representative who was present during the surgery. There was no device malfunction detected during investigation.